Manufacturer narrative:
(B)(4). Concomitant medical products: m2a-magnum pf cup 56odx50id, pn us157856, ln 328410. M2a-magnum 42-50mm tpr insrt-6, pn 139252 ln 342780. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2019-00330, 0001825034-2019-00331. Associated: taperloc por fmrl lat 7.5x135, pn 11-103202, ln 216540. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 11 years post initial right total hip arthroplasty. This is due to allegations of metallosis as well as elevated metal ion levels. Surgical pathology report indicated that the excised "snovial" tissue reflected a "stromal reactive change" and "necrotic" tissue conditions. Testing on the excised fascial tissue revealed "fracments" of fibrous synovial like tissue with dense hemosiderin-laden macrophages. During the revision, a brownish discolored synovial tissue beneath the fascia was found. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.